Manufacturer narrative:
Add'l info will be submitted once the device is received and the quality investigation is completed.

Event description:
A core console with integral irrigation pump was sent for eval because it caused a procedure greater than 30 minutes when the pt was already under anesthesia. According to the event description, the device would turn on but would not work. No adverse event was associated with the device.